Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 5.0 mg per ml at a dose of 0.55 mg daily via an implantable pump for unknown indications for use. It was reported that the patient's incision opened up and the pocket was infected. There were no known environmental/external/patient factors that could have led or contributed to the issue. Actions/interventions taken included the patient's pump was explanted. The issue was resolved at the time of the event and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.